Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report heart failure and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one clip was successfully implanted, reducing mr to 1. On (B)(6) 2020, the patient was diagnosed with low output syndrome (los) and the heart failure was treated with medication. The physician stated that los is suspected to be related to the implanted clip because after load mismatch was suspected to occur due to the decreased mr the patient will remain hospitalized for additional observation. The clip remains stable on both leaflets, and mr is 1. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported heart failure appears to be related to procedural conditions. The patient effect of heart failure is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported treatment with medication and hospitalization were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.